Event description:
It was reported that a patient's vns system was found to have high lead impedance at a clinic visit upon diagnostics testing. Autostimulation was reported to be off. The patient was reported to be experiencing pain in her tooth. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the provider indicated the cause of the pain in the tooth could not be determined at the time, but was seen by the neurosurgeon. Review of the manufacturing records identified the generator met specifications prior to release.

Event description:
Lead revision surgery occurred. The explanted device was discarded by the explant facility.